Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the peroneal vessel. A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The tip is damaged. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the peroneal vessel. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was fine.